Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient in a cracked tooth and damage to the upper right jaw. The patient required medical intervention in the form of a prescription for antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation.the manufacturer performed on the humidifier and on the device an external visual inspection. The manufacturer found no signs of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found no signs of contamination on the device. An internal visual inspection of the device and humidifier was completed by the manufacturer. The manufacturer found signs of contamination on the bottom panel of the humidifier and on the heating plate. The device had no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to a power supply, airflow, heating plate, and heated tube were verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. In the initial report alleged symptoms of extreme pressure and tightness in chest, breathing issue, abscess from sinuses were not mentioned which has been updated in this report. Section b7, d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 13 , 2024 and section h10 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient in a cracked tooth and damage to the upper right jaw. The patient required medical intervention in the form of a prescription for antibiotics. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and resulted in a cracked tooth and damage to the upper right jaw. The patient required medical intervention in the form of a prescription for antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.